Event description:
Related to MFR report #2183959-2012-00414. On or about (B)(6) 2011 the pt had an ams sparc sling implanted to treat the pt's stress urinary incontinence. It was reported that as a result the pt has experienced, "mental and physician pain and suffering, has sustained permanent injury, undergone corrective surgery."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.